Manufacturer narrative:
The company rep examined the system and verified system message (sm) "command failure: vacuum check failed slow rise time". The company rep found the fluidics module vent valve had loosened and backed out. He reinstalled and resecured the vent valve shaft and verified proper operation. The system was then tested and met product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown at this time. (B)(4).

Event description:
A customer reported that during cataract surgery, a system message displayed and locked the console. The procedure had to be completed using an alternate system. There was no harm to the pt.